Event description:
Pt had left hip replacement approx 5 yrs ago. Pt returned to surgery in 2005 for incision and drainage of left hip reptic arthrosis with removal of hip prosthesis and placement of antibiotic spacer.